Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Severe and permanent neurological injuries [nervous sys disorder]. Burning in upper & lower extremities [burning sensation]. Numbness in upper & lower extremities [hypoaesthesia]. Tingling in upper & lower extremities [paraesthesia]. Zinc toxicity [metal poisoning]. Nerve damage [nerve injury]. Peripheral neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip original denture adhesive cream, unspecified total daily dose beginning in 2004 through (B)(6) 2010 and reported the following: severe and permanent neurological injuries and physical injuries, zinc toxicity, nerve damage, peripheral neuropathy, along with burning, numbness, and tingling in upper and lower extremities. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.